Event description:
Information received by medtronic indicated that the insulin pump had crack battery compartment. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged blank display and cosmetic damage (cracked battery compartment) found on (B)(6) 2021. The pump passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms were found in the history files or traces for the event date. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: cracked keypad overlay, cracked case on corner of belt clip rails, cracked retainer, faded serial number label, missing display window, cover, cracked battery tube threads, and cracked case above arrow and battery icon. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails and cracked battery tube threads was noted. Customer allegation of blank display was not confirmed. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.